Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging a load step malfunction. The pump reportedly is being primed during the load step. The patient was not connected during the incidents. She did not receive any no cartridge detect message. Troubleshooting showed there was recent pump trauma. The issue was not resolved with training. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: a review of the pump history showed no evidence of a load step malfunction or any loss of prime. The pump rewind, load, and prime steps were performed with no loss of prime occurring. The force sensor calibration and force sensor resistance were both found to be out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.